Manufacturer narrative:
Involved reciproc r25 8/100 25mm 025 that broke during use is not available and cannot be analyzed by our laboratory. Unused products have been evaluated according to our prescriptions and were found in compliance with specifications (measures, torque test). Nothing unusual to report was found during dhrs review (batches #1493780, 1493614, 1494519, 1494260, 1492158, 1494253). Root causes are not identified. This kind of event is tracked and we monitor the trend. Multiple unsuccessful attempts were made to obtain the patient outcome.

Manufacturer narrative:
The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it was reported that a reciproc file broke in a patient's tooth during use. The outcome of the event is unknown as of this MDR evaluation.